Manufacturer narrative:
According to the info reported by our distributor on (B)(4), we supposed that the issue could be related to a wrong use, however, we need to investigate deeper to confirm this hypothesis.

Event description:
The customer reported us that the en-060/a handpieces (more specifically the tip) used with its air flow master piezon device number (B)(4) have burnt several (2 or 3 pts during treatment.